Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached properly reattach cassette alarm found before infusion. There was no patient injury reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported issue was not duplicated during the investigation as the device passed all functional tests performed. Root cause of the reported issue is unknown as the issue could not be duplicated. Recommend that the downstream occlusion sensor and upstream occlusion sensor be replaced as preventive measure. A nonconformance report (ncr) was created to address the incorrect/no cassette/disposable detected issue. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired for cassette not attached properly. Nothing was replaced in the previous repair, so this repair is replacing some most likely contributors.